Manufacturer narrative:
(B)(4).

Event description:
It was reported two issues during an atrial fibrillation (afib) procedure. The issue # 1: the magnetic sensor error was displayed when the 1st smart touch catheter (lot#16096963m) was connected to the cable. The cable was changed but the issue continued. The issue was resolved by changing the catheter to the 2nd smart touch catheter (lot#16096443m). The issue # 2: the temperature was not displayed when the 2nd smart touch catheter (lot#16096443m) was connected to the cable. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. Upon receiving the product in biosense webster lab on (B)(4) 2014, it was noticed that shaft of catheter (16096963m) bent and wrinkled with broken braid exposed about 23.3 cm, 24.8 cm and 26.5 cm from transition with tip lumen. Shaft has broken braid stick out from a hole about 34.3 cm transitions from tip lumen, making this event reportable.

Manufacturer narrative:
Correction on UDI#. Correct UDI(B)(4). (B)(4) it was reported that the temperature was not displayed when the smart touch catheters were connected to the cable. Catheter # 1: (lot#16096443m) was connected to the cable. The returned device was visually inspected upon receipt and it was found in normal conditions. It was then tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed electrical test since leakage was observed in all electrodes. Further investigation revealed that all the lead wires were entangled inside the handle. Wires were straightened, a second electrical test was performed and the leakage disappeared. The customer complaint cannot be confirmed since the catheter temperature feature was properly working. However, wires from the electrodes showed leakage. Catheter # 2: (lot#16096963m). Upon receipt, the device was visually inspected and the shaft was bent and wrinkled with broken braid exposed about 23.3 cm, 24.8 cm and 26.5 cm from transition with tip lumen. In addition, shaft had broken braid sticking out from a hole about 34.3 cm transition from tip lumen. These conditions were not originally reported by the customer. Affiliate was contacted about these shaft conditions but the damages were not observed by the physician; so it is suggested that the damage occurred during the catheter shipping back to analysis. All the catheters are inspected for visual damages before packaging. Due to the exposed braid, an electrical test was performed and catheter passed. Therefore, we can conclude all the electrical wires were insulated then per the reported event, the catheter was tested for carto 3 and coil disconnection tester and catheter failed carto 3. Further examination showed that the force sensor readings were within specifications. According to the test results and the force sensor readings, the improper condition was attributed to a potential pc board issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. In addition, a corrective action has been opened to address and resolve the broken shaft issue.